Manufacturer narrative:
(B)(4). Upon further investigation by baxter, this event has been determined to be non-reportable.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The rite (return instrument test/evaluation) test was performed. The device failed rite functional test due to an unrelated issue. The device passed rite electrical test. The assignable cause of the odor from overheated was determined to be an inoperative accomp pcb. The device was forwarded to service.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Event description:
The customer contacted baxter's technical service center to report the homechoice (hc) device was not able to keep the heater bag warm during use. The technical service representative initiated a swap of the device. During initial assessment of the homechoice device, the baxter technician identified an odor from the overheated components.